Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high impedance and loss of capture. Further information was requested however, was not provided.

Event description:
New information noted that the right ventricular lead exhibited failure to capture and high impedance. Programming changes were performed. The patient was in stable condition.